Event description:
It was reported that the patient was experiencing a loss of stimulation therapy due to high impedances. The patient underwent a surgical procedure where the lead was replaced. The patient has fully recovered following the surgery. The explanted device will not be returned to bsc for analysis as it was kept by the medical facility.

Event description:
It was reported that the patient was experiencing a loss of stimulation therapy due to high impedances. The patient underwent a surgical procedure where the lead was replaced. The patient has fully recovered following the surgery.

Manufacturer narrative:
Correction to the initial MDR in blocks e1 and g3.